Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a small pinhole puncture near the distal peak of the balloon. The location, nature and timing of the balloon puncture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.

Event description:
It was reported that a balloon kyphoplasty procedure (bkp) was performed at l4 and while trying to inflate one of the balloons in the vertebral body, the physician noticed the the psi rating was zero. The balloon appeared partially inflated on fluoro so it was deflated and removed from the patient. Outside of the patient, the balloon was re-inflated and a small leak was detected. An additional fracture kit was used to complete the procedure successfully. There were no known complications reported and no fragment of the device was left in the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.